Event description:
It was reported the patient's ipg pocket site incision had not yet fully closed. The sutures were initially removed on (B)(6) 2015 and steri-strips were applied to the incision site. The following day the patient reported the steri-strips had fallen off the site and he observed the incision site was not fully closed. The ipg site was resutured and as a precaution the patient was prescribed oral antibiotics. No discharge or abnormalities at the ipg site were noted. On (B)(6) 2015 the patient's sutures were removed and the ipg incision site was healed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.